Event description:
Healthcare professional reported left side deflation and "hole in radius (edge)." The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening on radius assessed as fold flaw opening. Additional observations: ¿ crease fold and wear abrasion observed on the device. ¿ yellow particles observed inside the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d1, d4, d9, h3, h4, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and "hole in radius (edge)." The device has been explanted and replaced.